Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed a urethral injury after a catheter was placed while the device was activated. The cuff was replaced, and the urethra was repaired. There were no additional patient complications reported.

Manufacturer narrative:
Update to block h6: evaluation method codes; evaluation result codes; and evaluation conclusion codes. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed a urethral injury after a catheter was placed while the device was activated. The cuff was replaced, and the urethra was repaired. There were no additional patient complications reported.